Event description:
Stent balloon catheter was bent when attempting to be used, noticed by caregiver and replaced. No harm caused to patient and procedure was completed successfully with no complications.